Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 201-78-89 - 3" drill bit, mod. Hex 2 pack, (B)(6). 02-020-11-0230 - truliant ps cem fem ps cem left sz 3, (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack, (B)(6). 200-03-32 - one peg patella 32mm, (B)(6). 201-78-15 - holding pin mini sharp point 4 pk, (B)(6). 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t, (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6).

Event description:
As reported, approximately 2 years and 10 months post the initial left total knee arthroplasty, the patient was revised due to swelling, pain, and instability. The indications for revision were not subject to only potential poly wear. The patient was revised to a 17mm psc poly. The femoral and tibial components were deemed stable and were not revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.